Event description:
During an atrial fibrillation procedure, the transseptal needle broke when placing the puncture. The needle was able to be removed from the patient and replaced. The procedure was successfully completed with no patient consequences.

Manufacturer narrative:
One brk-1 transseptal needle was received for evaluation. The needle body tubing was noted to be fractured and detached from the needle stopcock hub. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured and detached needle body tubing from the needle stopcock hub remains unknown.